Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant, the patient's venous pressure was high and the lead could not be inserted into the catheter. Multiple attempts were made, but the patient's hand accidentally contaminated the lead when the patient's aspen's symptoms appeared. The lead was not used and was replaced. The patient was stable post-procedure.